Event description:
Reportedly, the device was planned to be implanted on (B)(6) 2025. The battery voltage upon interrogation was found to be 2,95v, i.e. Below 3,0 v. It was impossible to wait for 1 week due to short ubd. Another device was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device was manufactured on 11 october 2022. The device was not implanted. - on (B)(6) 2025, the battery voltage was measured at 2.95v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis (data file dated 21 may 2025) revealed that the last battery reforming was (B)(6) 2023, then no battery reforming occurred after this date. The battery curve slope changed several times. Based on files analysis, this device is probably affected by a software bug: a programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The switch into the specific mode occurred probably mid year 2023.

Event description:
Reportedly, the device was planned to be implanted on (B)(6) 2025. The battery voltage upon interrogation was found to be 2,95v, i.e. Below 3,0 v. It was impossible to wait for 1 week due to short ubd. Another device was implanted.